Event description:
It was reported that upon pressing the on button, the AED powered off, automatically, after a few seconds. There was no patient involvement.

Manufacturer narrative:
The equipment has been requested to be returned to assist with the investigation; however, to date, it has not been received. The investigation remains open.